Manufacturer narrative:
Continuation of medical devices: product ID 388928, lot# va1ajqg, implanted: (B)(6) 2016, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 12-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that the patient had a fall approximately 18 months prior to the report and now has open circuits on 0+1, 0+2, 0+3, 1+2, 1+3, 2+3. The patient was implanted for retention and continues with therapy plus is stable. Relevant medical history includes urinary retention. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via the rep. It was reported that the hcp's file didn't have much information as the issue had been mostly addressed at the general practitioner's. It was noted that the patient was happy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.